Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the alleged failure was about cable damage. The damage observed was a broken/frayed cable. The shaft had a scratch; there was no material missing or detached from the portion of the device that enters the patient¿s body. The instrument didn¿t move smooth as intended. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.